Event description:
It was reported that the pt was not able to adjust stimulation with the pt programmer. New batteries were tried and did not help. The status lights were assessed. Only the green light next to the 9 volt battery came on when trying to turn on the device. When the pt took out the battery and put it back in to do a test, all four lights lit up. Further info received reported that the pt's device was not working.

Manufacturer narrative:
(B) (4).